Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on the atrial and rv channels in a vf recording transmitted to home monitoring. No inappropriate therapy was delivered. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.